Manufacturer narrative:
Date sent to FDA: 9/11/2020.

Manufacturer narrative:
Date sent to FDA: 9/16/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2012. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2013. It was reported that the patient underwent incarcerated recurrent incisional ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted dense omental adhesions to the anterior wall. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, bulging, adhesions, inflammation, stress and anxiety. No additional information is provided.